Event description:
The ventilator alarmed and the respiratory therapist noted that the vent was clicking on and off by itself. Therapist noted cord was very hot at plug and discolored. Ventilator was swapped out and placed in biomed dept. No harm to patient. Rt mgr. Contacted ventilator service rep to examine ventilator. Maintenance was asked to check outlet.